Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Visual inspection and functional testing of the ams 700 ipp cylinders components confirmed the allegation of pump malfunction, but could not confirm the reported pump migration. The pump failed the activation functional test. Product analysis concluded pump malfunction as the most probable cause of the event, as issues activating the pump could make it difficult to inflate/deflate the device as reported. The product record review confirmed the reported event of device migration does not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient complained of a high riding pump of his inflatable penile prosthesis (ipp), which was making it difficult to inflate and deflate. The ipp pump was removed and replaced. The patient had a good outcome with o further complications.

Event description:
It was reported that the patient complained of a high riding pump of his inflatable penile prosthesis (ipp), which was making it difficult to inflate and deflate. The ipp pump was removed and replaced. The patient had a good outcome with o further complications.